Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient reported that the last time they had stimulation and the last time they were successfully able to charge their device was one month ago. The patient reported poor telemetry or no telemetry with recharging, poor communication, and difficulty recharging. The actions taken prior to the day of the report included attempting to charge with no success. On the day of the report the antenna was repositioned over the implantable neurostimulator (ins) and the antenna dial was turned through all 4 positions. The patient was directed to follow up with a healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting a MRI procedure that is unrelated to the medtronic therapy. She cannot have the MRI done because her device is not charged. The patient stated her ins recharger seems to recognize a device, but the ins won't charge, and wonders if the battery needs a jump start. Patient stated she¿s been trying to charge the ins for the past, 1.5-2 months and stated her ¿time might be a little off¿. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jul-27. The patient stated that their healthcare professional (hcp) had a manufacture representative (rep) paged and someone called them back but they did not know who it was. It was recommended that the patient have the hcp call in if they needed assistance. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that beginning in march they had a poor communication screen on their patient programmer and their ins was not communicating with the equipment and needs to get the ins jumpstarted. The patient needs an unrelated MRI so they were inquiring about a phone number for a healthcare professional (hcp). No further complications were reported/are anticipated.